Manufacturer narrative:
The drill attachment was examined and the complaint was confirmed. Internal components were evaluated, revealing extensive corrosion and debris throughout the device, including the bearings. Corrosion and debris contamination can cause excessive friction among rotating components, which may result in heat being generated. The drill attachment could not be repaired and was discarded.

Event description:
It was reported that during testing conducted at the manufacturer, the drill attachment heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.